Event description:
During review of the event history log it was determined that a repeating pattern of air in line alarms suggests that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Eval found the fluid number reading on the ultrasonic sensor to be low, caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.